Event description:
Osteotome broke off in pt's bone. The dr was able to retreive it with a plier. No additional treatment required. Dr was performing a knee anterior cruciate ligament graft and arthroscopy.